Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) was 577 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection. The customer reverted to manual injections for insulin therapy and declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.